Event description:
The customer called lfs in 2001 alleging that the customer's one touch fasttake meter reads inaccurate low, which resulted in the customer going to the hospital. The following information is documented by ccr: "fails variation. Customer mentions the customer did have a waffle and orange juice after taking the customer's test on the customer's fast take (136 blood glucose) and also took oral medication for diabetes and blood pressure (answered incorrectly in case point). The ambulance took the customer's test about 30 minutes later and got a 300. Customer mentions the customer's blood glucose then went down at the hospital. No specific reading given. Replacing the customer's system kit with 256 strips".